Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that sparks and an abnormal burn smell were noted from an unspecified location on the device. At an unspecified time, the device was delivering midazolam at a rate of 10ml/hour. No further programming parameters provided. After an unspecified length of time, it was reported that there were sparks and an abnormal burn smell from an unspecified location on the device. The device was removed to be sent for testing and investigation. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.